Event description:
It was reported that blue liquid was observed coming out of the tip of the scope during preparation for an unspecified procedure. There was no patient involvement reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified based on the results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that blue liquid was observed coming out of the tip of the scope during preparation for an unspecified procedure. There was no patient involvement reported.